Event description:
It was reported that approximately 1 year and 5 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted and a surgical valve was implanted in the same position. Additional information was received to report the valve was explanted due to severe aortic stenosis.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The device code and eval code method were changed. Additional codes. The annex g code was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 5 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted and a surgical valve was implanted in the same position.